Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the control body fluid damage. Based on the result, we concluded that it was caused due to the excessive force applied on the control body. In addition, we confirmed that the body cover grip cracked, the air nozzle clogged and dirty and the operation channel cut; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported suction channel blocked involving pentax medical video colonoscope, model ec-3490li, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 02-feb-2022, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 03-oct-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-oct-2008. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.